Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. Upon removal of this ra lead from the body, the distal tip was fractured and remains in the subclavian vein. This ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.